Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to the additional information received of the customer improperly operating the intima ii this complaint does not reach the reporting guidelines and is not reportable as a result.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. No serious injury or medical intervention was reported.